Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR#: 6000093-2007-00790, 6000089-2007-00563, -00564. Same pt as MFR report #: 6000089-2005-00498, -00499, 6000093-2005-00381, -00382. Clinical trial. It was reported that 649 days following a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention. The index procedure identified and treated four target lesions. Target lesion one was a de novo, 90% stenosed, 2.75x12mm lesion of the mid lad (left anterior descending) and was treated with direct stenting using a 2.75x24mm taxus express2 drug eluting stent. Target lesion two was a de novo 90% stenosed, 2.5x18mm lesion of the 2nd om (obtuse marginal) and was treated with predilation and placement of a 2.5x24mm taxus express2 drug eluting stent. Target lesion three was a de novo, 90% stenosed, 2.5x8mm lesion of the 2nd om and was treated with predilation and placement of a 2.5x12mm taxus express2 drug eluting stent overlapping with the stent at target lesion two. Target lesion four was a de novo, 90% stenosed, moderately tortuous, 2.5x8mm lesion of the 1st rpl (right postero lateral) and was treated with predilation, placement of a 2.5x16mm taxus express2 stent, and post dilation. All four lesions resulted in 0% residual stenosis following treatment. The pt experienced a myocardial infarction prior to discharge two days post procedure. The pt was discharged on asa and plavix. It was noted that the pt continued taking only plavix at the 6 mo f/u eval and was not taking asa nor plavix at the one yr f/u. The pt returned 649 days following the index procedure for reinterventions at the distal cx (circumflex), distal rca (right coronary artery), and distal lad. The reintervention at the distal lad was reportedly due to in-stent restenosis. The reintervention consisted of CABG (coronary artery bypass graft) of the distal cx, distal rca, and distal lad. The investigator reported that the relationship of the device to the cabgs at the distal cx and distal rca were unk and the relationship at the distal lad was probable. The pt was reported to be taking asa at the time of this event.